Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a damaged sensor board. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation method: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. If any additional relevant information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and a review of the alarm log were performed. The damaged sensor board was identified during visual inspection. The cause of the condition was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.